Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total hysterectomy, the device's handle started to brake wherein it would not go forward or backward, and when they started to cut, it was not cutting sufficiently. Another device was used to complete the procedure. There was no patient injury.